Event description:
During follow up on an unrelated issue, the customer advised he had been hospitalized due to peritonitis. At the time of the call, the hp was in the hospital due to peritonitis, which he stated was related to his peritoneal dialysis (pd) therapy. Since then, therapy has been going well. It is unknown what cultures and labs were performed. It is unknown what antibiotics were required. The cause of the peritonitis is unknown. The patient outcome is unknown at this time.

Manufacturer narrative:
(B)(4). As the patients discard supplies after each therapy, the sample was not requested. Should additional information become available a follow-up will be submitted.

Manufacturer narrative:
(B)(4). A batch review was not performed as the product code and lot number were not identified. The peritonitis was not confirmed. The root cause for this condition is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.